Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress of use, external factors, or handling, and the objective lens was damaged, and moisture entered from the damaged part of the lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, image cloudy, adhesive part of the objective lens came off, liquid leakage from the objective lens, curved rubber scratched, curved rubber adhesive missing, nigiri cover cracked, scratches found on the operation part, scratches found on the grip, scratches found on the up/down plate, scratches found on the right/left plate, wrinkles observed in video cable, scratches found on the video connector, scratches found on the light guide connector, detachment of the index of the light guide connector recognized, scratches found on video connector case, and video connector case cracked. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for a visera laparo-thoraco videoscope, exhibited cloudy image. Upon inspection and testing of the customer returned device, the scope exhibited cloudy image due to damage of the objective lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.